Event description:
Pt underwent lower extremity arteriogram. During procedure the catheter broke and remained in the pt. The catheter broke when retracted. The catheter tip was removed the next day in the operating room. The cause of breakage is unk.